Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a signal artifact monitoring (sam) episode due to oversensing of atrial fibrillation. This resulted in the minute ventilation (mv) feature being automatically disabled. After the respiratory rate trend (rrt) was able again, the shock impedance of this right ventricular (rv) lead exhibited high out of range measurements. No noisy signals were noted, the shock impedance trend was stable and not out of range measurements have been detected since the episode. This ICD system remains in service. No adverse patient effects were reported.